Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. This ra lead was returned for analysis. No additional adverse patient effects were reported.